Event description:
On (B)(6) 2016 the surgeon performed a posterior instrumented fusion and decompression at three unspecified levels, placing a crosslink during the procedure. Representative for distributor reported that a revision surgery was necessary to remove the crosslink to gain access to the disc space and revise the decompression. During the revision surgery, the cross connector locking screwdriver was bent and broken while removing the crosslink. The same surgeon completed the surgery with the secondary cross connector locking screwdriver from set.